Event description:
The customer stated that they received cell blank alarms on the cobas 6000 c (501) module. The customer performed an incubation bath cleaning. The customer checked the bath and did not see anything abnormal. The customer then said they received questionable results for an unspecified number of patient samples. The customer checked the cells and noted that the cells appeared to be overfilled with liquid. The customer repeated testing for five samples and of these, one had an erroneous result for ca2 calcium gen.2 and a second had erroneous results for ise indirect na, ci for gen.2. The erroneous results were not reported outside of the laboratory. The samples were repeated at another site and the repeat results were believed to be correct. The first sample initially resulted with a calcium value of 5.5 mg/dl, which repeated as 8.3 mg/dl. The second sample, from a (B)(6) female patient born on (B)(6), initially resulted with an na value of 108 meq/l, which repeated as 137 meq/l. This sample initially resulted with a cl value of 74.8 meq/l, which repeated as 104 meq/l. The patients were not adversely affected. The ca reagent lot number and expiration date were asked for, but not provided. The na and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined there was a blockage in the rinse mechanism vacuum system. He replaced the vacuum diaphragms and rinsed valves. He replaced the rinse mechanism tubing. The cuvettes were then filling to proper levels. Calibration and controls were good. Controls were within range and did not show any indication of an instrument or reagent performance issue. Upon review of the alarm trace, abnormal probe aspiration and sample short alarms occurred. The investigation determined that the service actions resolved the issue.